Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. No pt injury was reported.